Event description:
Received info that pumps has stopped all insulin delivery. Reportedly, the customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.